Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen. The product was evaluated. An external visual inspection was performed and passed because sensor wire is still attached to housing puck. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).